Manufacturer narrative:
The pump was unable to vibrate due to broken vibrator red wire. No cosmetic damage was noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call of a vibrate anomaly from the insulin pump. The customer's blood glucose reading was 142 or 212 mg/dl. The customer stated that the pump did not vibrate when the pressed the act button to set an easy bolus amount. The customer performed a self-test after inserting the new battery and the pump did not vibrate. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.